Manufacturer narrative:
For the two complaints, 1 lot number was provide and lot history reviews were performed. Of the 2 reported malfunctions, no devices were returned for evaluation. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1716070. Implantable port allegedly experienced suction issue, failure to infuse. These reports were received from various sources. Both events did involve patients with no reported patient injury. One patient is female; however, the other patients¿ weight, gender and age were not reported.